Event description:
The customer reported via phone call that he needs assistance in programming the insulin pump. Customer's blood glucose was unknown mg/dl. The customer successfully program transmitter ID into the insulin pump. The customer also reported that he was hospitalized due to low blood glucose. The customer was admitted to hospital. Customer can not remember exact dates or details of incidents.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.